Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's trial went very well; the patient and the healthcare professional (hcp) were very pleased. The implant was done and everything went well. It was also reported that the patient has severe leg pain and burning at the battery site, where it's been implanted. The patient was calling to inquire if the burning and pain she was feeling were at all related to the medtronic device. The patient noted she had asciatic problem before the stimulator was placed. The patient states she has gone to her hcp and the hcp said it was sciatica. The patient already had a steroid pack that made no difference to the issues reported. It was indicated that the sciatic pain was prior to implant, but several days after the implant, the pain and burning got progressively worse. The patient issues are all on the left side. In addition, the patient reported she fell the week prior to the report and hit the upper thigh on the left side. The patientnoted that the stimulator was not hit during the fall. There were no further complications or anticipations reported with this event.